Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was involved in an automobile accident and in the concurrent timeframe, the right ventricular (rv) lead shows a ring electrode fracture based on impedance out of range measurements and oversensing of noise. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.